Event description:
It was reported that the customer experienced low blood glucose levels and that emergency medical technicians were summoned to treat her. The blood glucose reading was 24 mg/dl, which was treated with glucagon. The customer declined troubleshooting for low blood glucose, advising that the insulin pump had been exchanged during a high blood glucose troubleshoot procedure due to damage. She also noted that the device had failed the high pressure test during previous troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.